Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the dexcom unit is not sending data to the main phone or the follower. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined.